Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer noted a wire was sticking out on the vessel sealer extend instrument. No fragment fell into the patient. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but site did not provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the wrist assembly. A loop of wire is sticking out in such a way that the wire protrudes above the outer surface of the main tube. The instrument still passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. In addition, an insulation damage to the conductor wire was observed. The damage was observed at the wrist assembly, exposing the wire and some material appeared to be lifted off. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the vessel sealer extend instrument (part number: 480422-01, lot number: m90210629-0031) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 hour and 49 minutes. This is a single use instrument. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire insulation damage with exposed wire. The damaged/ broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.